Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that for an asymptomatic patient, a merlin transmission showed post-sensed t-wave oversensing on the ventricular channel. Lead noise and lead fracture were also noted. The lead was explanted when the device was electively replaced. No further information is available.

Manufacturer narrative:
.

Manufacturer narrative:
Internal insulation under the rv shock coil was noted at 1.7-1.9cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observations of noise and oversensing.